Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after she received a new insulin pump her blood glucose readings had been high in the 300 and 400 mg/dl range. The customer's blood glucose reading at the time of incident was 235 mg/dl, but was 409 mg/dl during the call. During troubleshooting, the customer found out that the basal rates were programmed inaccurately. The customer did not find any other anomalies, however she declined to check for leaks and air bubbles, declined to check for site/insulin issues, and declined to perform the high pressure test. The customer was advised to change her entire set, reservoir, and insulin and treat per her doctor's instructions. Customer was also advised to monitor her blood glucose levels and call back if problems persisted. Nothing was replaced or returned.